Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 on foreign patient's behalf and claimed that on (B)(6)2015 the patient experienced out of range for an indeterminate duration of time. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).